Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, clip application was difficult and formation was incomplete. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m93a0y. The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips and 1 clip with gap. A possible cause of clip gap may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. In addition, the feedbar was found damaged. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.